Event description:
Reporter states the front right caster fell off of the chair as the end user was about to get into the chair. When the reporter received the chair they noticed that the thread on the caster stem that holds the caster onto the chair was stripped. No injuries reported.